Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received cannula seal accessory involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "inner seal broke off". The seal was found to have the septum seal torn. The torn piece measures approximately 0.375" x 0.386" and was returned with the seal. The torn piece of the seal was found to have an unknown metal clip attached to it. This complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, the inner seal of the cannula seal accessory allegedly broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. System log review: although a part and a lot number were provided, the cannula seal involved in this complaint is an accessory and does not show in the logs. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image or video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the inner seal broke off and fell inside of a patient. The broken piece was retrieved with a grasper instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with a nurse and obtained the following additional information: the issue was noted during instrument insertion. The seal was in use for 1.5 hours. It is unknown if the seal was in contact with any other instruments or hard material during the case. The cannula was inspected prior to use. The seal was removed during the case but it is unknown if the wrist of the instrument was straightened during that time. There were no post-op tests performed to check if any fragments remained in the patient. There was no injury to the patient.